Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose ranged from 280-300 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.